Event description:
It was reported that a spectrum iq infusion pump failed flow rate accuracy during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device was tested for flow rate accuracy at a rate of 40ml/hr for a volume to be infused (vtbi) of 40ml, with the result of 41.559 (error percentage of 3.8975%) which is passing. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information h11: a review of the event history log for the last days of use shows the user programmed four infusions with a rate of 40 ml/hr with a vtbi (volume to be infused) of 20ml, which are the recommended parameters for flow accuracy testing outlined in the spectrum service manual. The infusions ran to completion without interruption or abnormalities. Should additional relevant information become available, a supplemental report will be submitted.